Event description:
The event was reported as the following: the staples poorly maintains the scars (two parts) after a caesarean intervention. The staples opened a few days after they were applied. No report of staples falling into the patient's surgical site. No pt injury or intervention reported. Pt condition is fine, as reported.

Manufacturer narrative:
The device sample was not returned for evaluation.